Manufacturer narrative:
The returned device was evaluated and no tear was found along the complete fluid path that would cause any leakage of insulin from the pod. The exposed portion of soft cannula was found to be kinked. During fluid path test, fluid passed freely through the complete fluid path even though the exposed soft cannula was kinked. It could not be conclusively determined when this damage to soft cannula occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 18 mmol/l (324 mg/dl) with ketones present. The pod was worn between 24 and 36 hours. Hyperglycemia treated by administering a pen injection and applying a new pod. There was insulin leaking noted at the insertion site.